Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachments. The images and videos were reviewed, and the complaint condition not be confirmed as no device related issues were identified. There is clearance between the set screw and mating screw so that the devices can be assembled and the checking demonstrated in the attached videos confirms that. The set screw becomes tight when assembled with the screw and the rod and is then tightened using the final tightening torque. A check as shown will not determine the acceptability of the parts since it does not include the rod and is not final tightened to the appropriate torque. With that said, it is not recommended to preassemble the implants to conduct a test for acceptance. The inserter used in the videos was p/n 2797-02-000 (single innie inserter) which is not designed for final tightening and will bring more slope into the system. P/n 2797-12-600 (x25 final tightener) is designed to have a more secure fit with the set screw and should be used for final tightening. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history the DHR of product code 179712000, lot 216736, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 24, 2018. Qty. (B)(4). The DHR was electronically reviewed. H11 corrected data e1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The event date is unknown in 2020. Additional product code kwp;mni. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on an unknown date, the mmsi inner setscrew-cap- was found loose during distribution. There were no patient consequences. This complaint involves twenty (20) number of devices. This is report 7 of 10 for (B)(4). Related product complaints: (B)(4).